Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Lot number and device manufacture date provided.the device was returned to the manufacturer for analysis and showed signs of physical damage. The attachment screw head showed some wear that allows the allen head tool to feel loose, but the sides of the hex head were intact and functional. The reported event was confirmed. The issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Further engineering evaluation found that the 2.5mm internal hex was worn but fully opened and closed the clamp jaws. There was no evidence of binding while opening & closing the clamp with the adjustment screw. The .46 gage pin did not rock in the jaws when clamped with a force > 4 in-lbs. The engineering evaluation concluded there was no defect found with the device other than normal instrument wear.

Event description:
A medtronic representative reported a site's suretrak ii universal tracker medium clamp that had the head of the set screw stripped. This was discovered in sterile processing department (spd). No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Return of suspect suretrak2 medium clamp requested. No parts have been received by manufacturer for analysis.